Event description:
In 2005. The patient reportedly fell, hit their head, then stopped responding to sound. It was determined that the device was not functioning. No information has been provided on plans for explant.reimplant surgory.